Event description:
It was reported that during an implant attempt, the lead showed high impedances. First position 2350 ohms; second position 1776 ohms, third position 1951ohms, 4th position 1740 ohms; pacing thresholds and sensing values were normal. Physician decided to change lead because of unexplainable high impedance values. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): analysis of the returned lead found no anomalies. Visual analysis noted the distal conductor is stretched and there is blood/body fluid in the distal conductor however, it is not obstructed. The helix/lobe is distorted/bent, there is blood in/on the helix/lobe mechanism and the sleeve head. Apparent explant damage.